Event description:
It has been reported that 2 different gauge size needles were broken by a physician while they were being used in a patient during an aspiration procedure. The medical personnel decided after reviewing a CT scan to leave the broken tips in the pelvis of the pt because they were embedded and not believed to present a danger to the pt.